Event description:
Reporter indicated that a vns patient was having increased seizures prior to a generator replacement surgery for end of service. A battery estimate performed with available programming history revealed (-) 1.25 years remaining. It is not known if the increased seizures are felt to be due to the vns generator end of service or other factors. All attempts to the reporter for additional information have been unsuccessful to date. The explanted generator has been returned and is currently in product analysis.